Event description:
See initial report.

Manufacturer narrative:
H.10: the most likely root cause of the reported event is defective electronics inside the pump motor. A defective pump circuit led to damage of the safety resistors on the distribution board.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The patient pumps and the distribution board were replaced and the problem was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during procedure. There was no report of patient injury.